Manufacturer narrative:
Date of publication comparative effectiveness and safety of contemporary drug-eluting stents for left main coronary artery disease: a pooled analysis of 3 prospective, multicenter, clinical-practice registries journal of interventional cardiology duk-woo park, pil hyung lee, osung kwon, jung-min ahn, cheol hyun lee, do-yoon kang, jung-bok lee, soo-jin kang, seung-whan lee, young-hak kim, cheol whan lee, seong-wook park, seung-jung park, department of cardiology, asan medical center volume 71, issue 11. If information is provided in the future, a supplemental report will be issued.

Event description:
The study is to compare the effectiveness of different types of drug eluting stents in the treatment of left main coronary artery. Resolute integrity drug eluting stents were implanted in 590 patients in the study population. Primary outcome was target-vessel failure: composite of cardiac death, target-vessel myocardial infarction and target-vessel revascularization. At 3-year observation, outcome reported were death, myocardial infarction and target-vessel revascularization.